Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Event description:
Revision scoliosis correction on (B)(6) 2017. Patient underwent primary correction (B)(6) 2010. Three years ago, the patient had a fall and the screws broke just under the tulip and the cocr rods also broke. X-ray provided. Case is linked to (B)(4) - this case captures the instrument issues that occurred during the revision procedure.